Event description:
A call was placed to technical services on 06/21/2016 stated that this rv lead was implanted on (B)(6) 2016 and remains implanted at this time. This lead exhibited noise. The physician was dr. (B)(6) at (B)(6) medical group in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).